Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and possible causal relationship between hemodialysis utilizing the 2008k machine and the patient event of continuous coughing, chest tightness, generalized warmth, and tachycardia with transport to the hospital for air embolism. Although it was confirmed via chest x-ray that the patient had air embolism, the diagnosis stated it was secondary to a defect on the patient¿s dialysis machine. That documentation was a diagnosis from the hospital and not based on any evaluation or investigation. The patient¿s machine was evaluated by a field service technician and found to have no deficiencies. It was reported that the patient saw foam in the arterial chamber during treatment with no visual or audible alarms. There is no air detector on the arterial side as this is the line going from the patient to the dialyzer. The venous drip chamber contains an ultrasonic device to monitor the drip chamber for the presence of air. If the level of blood in the chamber is too low and air is detected, the machine alarms, the blood pump stops, and the clamp occludes the venous blood tubing. It's possible that the patient noticed foam in the arterial chamber and stopped the pumps and clamped the lines prior to air reaching the sensor in the venous drip chamber which would have resulted in a machine alarm. There are several reasons air could have entered the arterial chamber. The cassette lines (heparin or drug) are not properly seated and clamped, or the patient¿s access had a crack. Further possibilities are the arterial line being cracked or an issue with the saline line. It is unknown if any of those were checked for connection issues or cracks. Based on the available information, the cause of the reported air in the system causing the air embolism cannot be determined as the patient¿s machine evaluation did not show any deficiency.

Event description:
It was reported that a home hemodialysis (hd) patient was in treatment when they suddenly felt unwell one hour after the start of treatment. The patient contacted the on-call nurse from the hd clinic. The patient reported seeing foam appear in the arterial chamber with symptoms of continuous coughing, chest tightness, generalized warmth, and tachycardia. The nurse recognized the symptoms of gas embolism and instructed the patient to clamp the bloodlines and catheter and to stop the blood pump. The patient was instructed to not return the blood. The patient¿s estimated blood loss (ebl) was approximately 400ml. The patient was repositioned in the left lateral position, with their legs elevated above their heart level and the head lowered in order to prevent air from migrating to the brain. 911 was called. Emergency medical services (ems) transported the patient on high-flow oxygen to the hospital. An imminent risk of death was reported, and rapid actions were required per the report. The patient was kept at the hospital for one full night until 2pm the following day. The patient was diagnosed with air embolism secondary to a defect on the patient¿s dialysis machine. The patient underwent a chest x-ray which confirmed the presence of an air embolism. The patient remained in the left lateral decubitus position with legs elevated for 12 hours. At the time of the event, the patient stated they were awake. The up-and-down movement of the arterial chamber had already been checked several times. There were no machine alarms seen (visual) or heard (audible). There were no reported leaks. The patient¿s machine was evaluated by a field service technician on 26/mar/2026 and showed no signs of deficiencies. No parts had to be replaced or calibrated. The patient could have continued hd therapy with the same machine as before; however, the machine was replaced. The patient was confirmed to be using a fresenius optiflux dialyzer along with fresenius bloodlines. The patient had no relevant or contributing comorbidities. The patient has reportedly recovered from the adverse event.